Event description:
There was an allegation of multiple low questionable calcium gen.2 results from the cobas 8000 c702 module. An example was provided of an initial result of 7.4 mg/dl and a repeat result of 9.1 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. There was no product problem identified. A general reagent issue was unlikely as the calibration and qc data were acceptable.

Manufacturer narrative:
H6 investigation conclusion code was updated.